Manufacturer narrative:
The referenced scope was returned to the service center, however the investigation is in progress. In addition, the scope will be forwarded to an independent laboratory for additional microbial testing. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that there was a positive culture on the scope. There was no patient infection associated with this report. According to the customer, olympus acecide a & b cleaning and disinfectant solutions are used with the endoscope. The minimum effective concentration is checked every load. The aer (automated endoscope re-processor) that is used is the oer-pro from olympus. The endoscope channel is brushed during manual cleaning with a single use brush, model number bw412t. There have been no problems noted with the oer-pro. Customer conveyed that the endoscope is leak tested prior to manual cleaning and there has been no changes in the sites reprocessing personnel since the last on-site visit by an olympus ess (endoscopy support specialists).

Manufacturer narrative:
This supplemental report #1 updates. This supplemental report is being submitted to provide the independent laboratory test results and the physical evaluation results of the device. The olympus scope was sent to an independent laboratory for culture testing. The scope¿s air/water channel tested positive for micrococcus luteus. In addition, the scope¿s auxiliary/water channel tested positive for pseudomonas aeruginosa. All cultures taken from the instrument/suction channel are negative. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. The scope gif-hq190 scope with sn: (B)(4) was received from independent laboratory on february 05,2020. A visual inspection was performed on the received condition. The evaluation using a boroscope determined that there are scratch marks inside the channel from the bending section side. The suction channel was checked and did not find any kinks, stains or discolorations. There are no signs of foreign material inside the channels. The image was observed and noted the image is normal. Additionally, the scope passed the cosmo leak testing. Instrument history record noted that the scope was purchased on march 21,2016 and was serviced on september 5,2019. Based on the evaluation findings, there was no evidence findings of foreign material inside the channels. The scratch marks inside the channel are attributed to mishandling.